Manufacturer narrative:
Investigation/conclusion: the monitor associated with the complaint was returned for investigation; however there were no testing strips returned. The returned monitor met functional and thermistor testing requirements during the investigation. Although the customer's reported results were located in the inratio monitor memory, a statistical analysis of the corresponding impedance curves could not be performed. Only the last four impedance curves can be retrieved from the monitor memory and the customer's results were not among those. The returned monitor performed as expected. Since the customer's testing strips were not returned, retained strips of the reported lot were tested. Retained strips tested on the returned monitor met accuracy criteria. The customer's complaint was not confirmed during in-house testing. A review of the in-house testing history for strip lot 370763ar was conducted. In-house testing on the reported strip lot meets release criteria. The manufacturing records for the lot were reviewed and the lot met release specifications. An improper technique was reported in the complaint. The customer performed multiple fingersticks on the same finger during testing on (B)(6) 2016. This may lead to an unexpected result. A root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
Additional information: it was reported that during the (B)(6) 2015 inratio inr testing, multiple finger sticks were performed on the same finger. This is considered to be an improper technique when performing the inratio test.

Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of discrepant inratio values. Patient's therapeutic range 2.5 - 3.5. On (B)(6) 2015 inratio inr = 3.0. On (B)(6) 2015 inratio inr = 2.7; lab inr = 2.1, inratio test two hours prior to lab draw. On (B)(6) 2015 patient self tester began to feel symptoms of a stroke and took her inr on the inratio. Inratio = 2.7 at 3 pm. Though this result was within range, the patient took 7.5 mg (an increase from 5 mg) of coumadin prior to heading to the hospital. She was admitted to the hospital on (B)(6) 2015 for a stroke at 5 pm, lab inr = 2.1. As of reporting date of (B)(6) 2015 patient was still in the hospital and currently taking a heparin drip and increased her coumadin dosage. Hospital informed patient that stroke was caused by low inr. Prior to hospitalization patient's therapeutic range was 2.5 - 3.5 and now her physician would like her range to be 3.0 - 4.0. Patient was to remain in the hospital until her inr is above a 3.0. On (B)(6) 2015 inratio = 4.6, lab = 2.8, lab was done 3 hours prior to inratio test. Hospital discharge date unknown. No additional details provided.